Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported was reviewed rupture on (B)(6) 2020. Visual analysis of the photographs a device appears to be intact with cloudy gel and the device looks deformed. Labeled right. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side ¿extreme softness.¿ healthcare professional reported right side rupture. Device remains implanted.